Manufacturer narrative:
Initial and final MDR (B)(4). - MDR 3003442380-2024-12156 - device 2 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced three infusion sets fell of during use on (B)(6) 2024. The infusion set was used for one hours for all events. The blood glucose level at the time of event 120 to 200 mg/dl and the patient resolved the event by replacing the infusion set and insulin was resumed successfully. No further information available.